Manufacturer narrative:
Correction/additional information was added: "leaking from the middle port" to "leaking at the seam, top corner". (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The lot number was manufactured from june 14, 2018 - june 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and showed evidence of the reported condition. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.